Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose level. The customer¿s blood glucose was 40 mg/dl at the time of the incident and current blood glucose was 79 mg/dl. The customer was treated with food. It was reported that they had lost sensor signal. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.